Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any further issues arose.